Event description:
Patient was prescribed fluorouracil 3820mg over 46 hours via cadd pump to start on (B)(6) 2022. Bag was hung and patient was started on the infusion. When the patient returned on (B)(6) 2022 to have the bag disconnected, the nurse noticed that the bag appeared to still have significant volume left. The patient reported the pump did not alarm. Pump was retained to send to the vendor for diagnostics when the recall notice for admin sets was received from smith medical. The pharmacy does not record lot numbers for supplies used, but the pharmacy did have stock of affected lot numbers including a partially used case of an affected lot.